Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak from the reagent probe a on unicel dxc 800 pro synchron clinical systems. No injury was reported on this issue.

Manufacturer narrative:
A customer technical support (cts) assisted the customer to verify that tubing do not have loose fittings and that the coupling at the bottom is secure. A field service engineer (fse) was dispatched and replaced several hardware components. The fse performed alignments.